Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. There was no patient or user harm.

Event description:
The medical staff found that the external expiratory valve came off. He heard the leakage sound but no alarm which was suggested that the expiratory valve came off. The hospital requests that alarm which was suggested that the expiratory valve came off.